Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): decrease of blood sugar levels to 2.7 - 1.8 [blood glucose decreased]. Injection of 2 units stream of the product was delivered from the needle [device malfunction]. Pen delivers wrong dose [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "decrease of blood sugar levels to 2.7 - 1.8" beginning on (B)(6) 2018, "injection of 2 units stream of the product was delivered from the needle" with an unspecified onset date, "pen delivers wrong dose" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2018 and ongoing due to "type 1 diabetes mellitus". Patient's height: 160 cm, (B)(6), patient's bmi: 16.80. Medical history included diabetes mellitus type 1 (since (B)(6) 2018) and hospitalization. Concomitant products included - novorapid penfill(insulin aspart). On (B)(6) 2018, patient experienced decrease of blood sugar levels to 2.7 - 1.8 mmol/l. The patient's target levels were 4.8 - 5.8 mmol/l and needed dose was calculated depending on meal (usually around 2 units). The suspected novopen 4 was checked by the endocrinologist and during checking injection of 2 units stream of the product was delivered from the needle so it was concluded that the pen delivered the wrong dose. The pen was exchanged to another novopen 4 in the pharmacy (primary reporter) on (B)(6) 2018 and blood sugar levels normalized. It was reported that the patient used 1 needle for each injection and removed the needle after injection (non-novo nordisk needles). Action taken to novopen 4 was reported as no change. Batch number was available. On (B)(6) 2018 the outcome for the event "decrease of blood sugar levels to 2.7 - 1.8" was recovered. The outcome for the event "injection of 2 units stream of the product was delivered from the needle" was not reported. The outcome for the event "pen delivers wrong dose" was not reported. Company comment: the reported events are assessed as listed according to the novo nordisk current reference safety information on novopen 4 (insulin delivery device). This single case report is not considered to change the current knowledge of the safety profile of novopen 4.

Event description:
Case description: pre treatment included- novorapid flexpen. On (B)(6) 2018, patient experienced decrease of blood sugar levels to 2.7 - 1.8 mmol/l. The patient's target levels were 4.8 - 5.8 mmol/l and needed dose was calculated depending on meal (usually around 2 units). The patient received intravenous infusion at the first day of hospitalisation (the drug wasn't specified). The suspected novopen 4 was checked by the endocrinologist and during checking injection of 2 units stream of the product was delivered from the needle so it was concluded that the pen delivered the wrong dose. The pen was exchanged to another novopen 4 from different batch in the pharmacy (primary reporter) on (B)(6) 2018 and blood sugar levels normalized. It was reported that the patient used 1 needle for each injection and removed the needle after injection (non-novo nordisk needles). Patient was trained by a health care professional in the use of the novopen. Also, the force needed to inject the dose was not different from normal. Investigation results: name: novopen 4, batch number: gvgh151-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission the case has been updated with the following: investigation results updated. Narrative updated accordingly. Manufacturer's comment updated. Reporter comment added. Other relevant history updated. Manufacturer's comment/company comment: 02-nov-2018: since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). Reporter comment: suspect product returned to nn for evaluation. Most likely she did not drop the pen, otherwise she would have told about it. But there wasn't any leakage of insulin. Evaluation summary: name: novopen 4, batch number: gvgh151-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.